Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no blank display and unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 12/16/2025 02:52:10.000, 12/16/2025 03:02:00.000, 12/16/2025 09:37:56.000 to 12/16/2025 09:53:35.000, 12/16/2025 15:19:49.000 to 12/16/2025 15:20:46.000, 12/16/2025 17:08:10.000. Power loss alarm was found on: 12/16/2025 09:38:14.000. Insert battery alarm was expected since the battery was removed from the pump. No unexpected power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 12/08/2025 07:31:00 after more than 7 days at 19.35 days. Battery cycle 2 received the lowbatteryalert (104) on 11/18/2025 20:46:00 after more than 7 days at 18.87 days. Battery cycle 3 received the lowbatteryalert (104) on 10/30/2025 14:20:00 after more than 7 days at 10.96 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 16-dec-2025. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for blank display and unexpected battery power loss were not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the pump was not turning on, a blank display and a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed for display issue and customer stated that the damaged pump. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.